Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgical procedure (exact date unknown). Since the procedure, the ipg has been inoperable. The patient did not put the ipg into surgery mode. As a result, the patient will meet with physician.